Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 448 mg/dl. Customer was treated with insulin pump and blood glucose was drop down in the range of 300 mg/dl. Customer stated that the up button was not responding. Customer stated that the time was advancing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. Device passed displacement test and self test